Event description:
Caller reported that the cartridge came off the pump during use and there was no alarm in the history. There was no adverse impact to the customer¿s blood glucose level. To resolve the issue, the customer installed a new cartridge and successfully resumed insulin administration, with no observed damage and no gap between the pump and cartridge. The issue was resolved, and no further assistance was required.